Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for failure investigation (fi) analysis. The out of specification u6 created the error code 110a.

Manufacturer narrative:
B4:13aug2021. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the gas delivery system (gds) to resolve the issue. The unit was tested and it was returned to service.

Event description:
The customer reported, "check vent proximal pressure sensor auto zero failed" alarm. The device was in clinical use; no patient/user harm was reported.